Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements and noise. Due to this, a lead safety switch was triggered. X-rays were performed which was inconclusive. Further evaluation was discussed. Reprogramming was performed. This lead remains in service. No further adverse patient effects were reported.